Event description:
It was reported that a patient underwent an unknown spinal procedure. At the end of the procedure, during compression of the screw, it was noticed that the screw was loose and moved into the pedicle. The screw was replaced and the procedure was completed. No patient complications were reported and no further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. This part is not approved for use in the united states; however a like device catalog # 7343420, product code mni was cleared in the united states. This part is not approved for use in the united states; however a like device catalog # 7343420, 510k # k042962 was cleared in the united states.